Event description:
Patient's perc lead had a very small slit in the silicone covering.the areawas reinforced with recuse tape. Care and safety of his cables werereviewed with him. No further issues to date.